Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check. Reportedly, the customer was filling the syringe to 150 units and not removing the air before filling the cartridge. Tandem clinical support informed customer that filling the syringe to 150 units and not removing the air before filling the cartridge is off label per the tandem user guide. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 371 mg/dl.